Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "fluid within the breasts". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral "double capsule," "fluid within the breasts" and "during explant surgery, [the explanting physician] performed a biopsy removing 5 cc's of blood filled fluid from each breast". This record is for the right side. Device has been explanted.